Event description:
It was further reported that the due to the patient being deceased at the time of the retrospective data file review, the clinician was not notified of the motor start history.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6) h3: yes serial# (B)(6) h3: yes serial# (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: one (1) ventricular assist device (vad)((B)(6)) was not returned for evaluation. One (1) controller ((B)(6)) and two (2) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. As received (B)(6) was depleted, and the cell-under-voltage (cuv) and pack-under-voltage (puv) flags were enabled, which lead to the discharge (dsg) field-effect transistor (fet) disabled. However, the battery was able to adequately charge during bench testing. After allowing the battery to charge the cuv and puv flags were reset, and the battery performed as intended. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of the returned controller revealed contamination within both power ports. This is an additional observation not related to the reported event, likely due to the handling of the device. Supplemental testing of (B)(6) revealed that the no power alarm functioned as intended when both power sources were disconnected from the controller. An internal inspection of the returned devices did not reveal any abnormalities. Review of the alarm log file revealed three (3) critical battery alarms and five (5) controller fault alarms were logged on 07/nov/2023 between 04:33:03 and 08:27:34. The critical battery alarms were due to the battery depleting below 10% relative state of charge (rsoc). Analysis of the log files revealed that at the time of the first critical battery alarm (B)(6) was connected to power port one (1) with 9% rsoc and (B)(6) was connected to power port two (2) with 24% rsoc. (B)(6) was then disconnected from the controller and (B)(6) continued to deplete. A controller fault alarm will occur if the battery is approaching 0% rsoc. Log file analysis revealed a controller power-up event logged on 07/nov/2023 at 08:27:33, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 4% rsoc and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) with 0% rsoc and no power source was connected to power port two (2). The controller was without power for 2 hours 47 minutes and 7 seconds. A low flow alarm was then logged on 07/nov/2023 at 08:27:42. Additionally, a vad disco nnect alarm was logged on 07/nov/2023 at 17:14:39, indicating that the controller was powered on without the driveline connected. As a result, the reported event was confirmed. Information provided by the site indicated that the patient experienced tachycardia and was found deceased. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow alarm event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. The most likely root cause of the critical battery alarms can be attributed to the battery depleting below 10% rsoc. The most likely root cause of the controller fault alarms, and loss of power to the controller can be attributed to the battery depleting to 0% rsoc. The battery likely recovered enough charge to start the controller again, but quickly depleted, causing an additional controller power-up event. CAPA pr00551638 is investigating controller losses of power. Per the instructions for use, cardiac arrhythmias and death are known potential complications associated with the implantation of a ventricular assist device (vad). There is no evidence that the patient had a history of cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that retrospective data file review conducted on 17-jan-2024 revealed a multiple motor start event with parameters outside of the typical range. This ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart. The clinician was notified of the motor start history.

Manufacturer narrative:
UDI related data quality updates only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-52 lead implanted (B)(6) 2009, 694765 lead implanted (B)(6) 2009 additional products: d1: heartware ventricular assist system ¿ controller 2.0  d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 22-nov-2019 h5: no  d1: heartware ventricular assist system ¿ battery d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jan-2023 h5: no  d1: heartware ventricular assist system ¿ battery d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2024 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jan-2023 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced tachycardia but refused to go to the emergency room (ER). Several days later, the vad coordinator called to check on the patient, and the patient stated that they planned to go to the ER because they felt their balance was "coming in and out". The next day, the patient was found deceased in their home. Per emergency medical services, the controller was off and not alarming when the patient was found. It was noted that the alarm adapter was not connected, and the driveline and one battery were connected. Log file review revealed that the controller exhibited five controller fault alarms, and the vad exhibited one low flow alarm. Two batteries also exhibited appropriate critical battery alarms, and the batteries were completely depleted.